Event description:
It was reported that the patient underwent gynecological surgical procedure on unknown date and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and mesh was implanted. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted concurrently sacrospinous ligament fixation, transvaginal urethrolysis and anterior colporrhaphy due to pop and sui. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding, and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2013 due to erosion of pubovaginal sling mesh through vagina.no additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced inflammation.